Event description:
Rptr is having a lot of problems with something "locking" and causing a paralyzing sensation both down and up from lower back where the back surgery and implantation was performed. The fact that the implant can be defective causes stress and depression along with the pain and discomfort. Rptr is constantly afraid of the screws breaking. She loves to dance but this implant has put a real damper on her outside life; almost like a prisoner.